Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer states that he has 3 or 4 different companies ask for metal foot plates for the front riggings because our composite material keeps breaking. The dealer has no further information to provide.